Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage during use. The following information was provided by the initial reporter: after attaching p14j for preparation of keytruda, the drug leaked.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6)2020. H.6. Investigation summary one sample was returned to our quality engineer for investigation. Upon inspecting the product, no issues or damage was observed on the protector or protector needle. The protector properly penetrated the vial stopper and was securely attached onto the vial. Functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, we are not able to identify a definitive root cause at this time. The protector must be attached completely vertical onto the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage during use. The following information was provided by the initial reporter: after attaching p14j for preparation of keytruda, the drug leaked.